Event description:
Additional information was received indicating abbott technical support was contacted, session records were reviewed, and noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the device.

Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The reported events of noise resulting in oversensing and inappropriate mode switch were not confirmed. The device was received with normal telemetry and normal output. The device was tested in the lab at elective replacement indicator battery level and device did not pass projected longevity. Electrical analysis of the device noted elevated current at the hybrid circuitry. The reported issue was consistent with a hybrid anomaly. Despite extensive efforts, the anomalous component on the hybrid could not be determined. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. Additional investigation was performed to assess the epoxy condition, the condition was determined to be acceptable and not indicative of functional impairment.